Event description:
End user's caregiver states that right wheel stopped moving. Dealer stated that the motor is bad and the right brake is locking. They did get it to start moving again, but it pulls to the right.